Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook günther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. (B)(4). Summary of investigational findings: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, embedded, difficult to retrieve, sob, chest/ neck/ arm/ shoulder pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported sob, chest/ neck/ arm/ shoulder pain is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013". Additional information received 23oct2017: patient received an implant on (B)(6) 2013 via the right internal jugular vein due to deep vein thrombosis and upcoming roux-en-y gastric bypass surgery. Patient experiences embedded, complicated retrieval and upon removal of filter it was inspected and found to be intact without evidence of defect. Patient is alleging chest pain, shortness of breath, neck, arm and shoulder pain due to the device. A complicated and successful device retrieval on (B)(6) 2013. Patient experienced an option, argon filter implanted on (B)(6) 2014. Patient outcome: patient is alleging chest pain, shortness of breath, neck, arm and shoulder pain due to the device.